Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie pocket b3 would not open. The customer stated that this malfunction occurred while dispensing the medication, and the nurse had to access the medications from pharmacy, that caused a delay to the patient care. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 cubie pocket was failed. A field service engineer had replaced the controller board and bus cable, then powered up the system. Failed drawers were recovered and verified through diagnostics. The system functioned as intended after the field service engineer repaired the device.